Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Excision of lesion of uterus., the tip of the device was broken during grasping tissue, a pin came off. Nothing fell into the cavity. No foreign piece was found inside patient according to x ray. Operating time extended less than 30 min. No additional tissue resection. Not issue damage or bleeding. Nothing fell into the cavity. No patient harm. Patient age, gender: not provided

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The unit was received un-riveted, the rivet was not received. The unit has evidence that it was riveted. Tube housing was observed bowed and its distal end legs wide open. A damage/scratch was observed on both side of the distal shaft. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends for the complaint. Replication of the observed conditions may occur due to excessive leverage during the application that causes a bow in the tube and the opening of the distal end legs, thus overcoming the riveting flare causing the rivet to fall out. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.